Manufacturer narrative:
Additional procodes: dzi, erl, hbe. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) bilateral mandible fracture on (B)(6) 2021, the drill bit broke while drilling to place a screw. Intraoral incision was extended to retrieve the broken tip of the brill bit. The procedure was successfully completed with a fifteen (15) minute delay. There were no other patient consequences. This report is for a matrixmandible 1.5mm drill bit. This is report 1 of 1 for (B)(4).